Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the unit stopped moving after being unplugged for a short time. Bad motion batteries. Replaced the motion batteries and performed a system check out, imaging system is operational. The batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system stopped driving while in use. It was reported that the motion batteries were no longer holding a charge. There was no patient present when this issue was identified.